Event description:
The customer reported being hospitalized due to low blood glucose. Troubleshooting was performed. The customer stated that he may have given himself too much insulin. The customer's most recent glucose reading was 106mg/dl,. And he has treated with food. The customer that his wife woke him up in the morning and noticed that he was acting out of the ordinary and paramedics were called to be safe. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.